Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant rupture and deformation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken in the shell and patch, underweight. A microscopic analysis was performed which identify, a sharp edge broken and missing piece of the shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) broken. Missing piece of the shell assessed, as inconclusive.

Event description:
Healthcare professional reported, left side "implant rupture and deformation". Device has been explanted and replaced.